Event description:
Report received of delay in therapy due to door/cassette alarms. A heparin drip for an emergency room pt was delayed 10 minutes due to door/cassette alarms. The drip was initiated after the staff did several tubing changes. Add'l pt info was requested, but no further info was available. No report of adverse pt event received.